Event description:
IV pump malfunctioned while in use (infusing levo). Reset but still would not infuse. Replacement pump with slow "warm up" used; 5 min interval for all actions to take place causing bp drop to 40 range. Infusion resumed and pt stabilized.